Event description:
According to the reporter, during charging, the power handle became blackout state, charging with the charger was also could not be performed. The red lamp illuminated. There was stain or liquid leakage on the charger contact part. It was thought that the power handle got shorted, and became blackout. The stain was removed from the contact part of the power handle and tried whether it could be charged with another charger, so the stain (liquid leakage) had been removed somewhat. To resolve the issue, another handle and charger was used. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found both batteries were vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.